Event description:
It was reported when flushing a swan prior to use, it was noted that when flushing the distal hub, the fluid exited the proximal port; it was believed that the lines are transposed inside the shaft. The product looks normal outside. The trash was taken out prior to discovering this so the packaging is not available. The lot number that was on the shelf at the time was lot # 58943412. There were no patient complications; the device was never used on the patient.

Manufacturer narrative:
One swan-ganz catheter was received with the monoject limited volume syringe for evaluation. The reported nonconformance of "when flushing the distal hub, the fluid exited the proximal port" was confirmed. A general visual examination was performed and the catheter body, balloon and windings are all in good condition. A 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a finger tip; entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. Any leakage (bubbles exiting) from the catheter body or from any connector was visually examined. All through lumens were patent. Noted during the leak test was that when pressurizing the distal lumen the proximal injectate port had to be plugged and when pressurizing the proximal injectate lumen the distal port had to be plugged. The catheter was compared to the applicable drawing and the distal and proximal injectate extension tubes were found to be out of position. A risk assessment was previously conducted for this issue; the operators were made aware of this complaint and were retrained to the manufacturing process. A device history record review was completed and documented that the device met specification upon distribution.